Event description:
It was reported that episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time.

Event description:
Additional information was received that reprogramming was performed to resolve event. The patient was stable.